Event description:
It was reported that during a breast biopsy procedure, the plastic material was found along with tissue in the chamber. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 03/2024.

Event description:
It was reported that during a breast biopsy procedure, a plastic material was allegedly found along with tissue in the chamber after sampling. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and partial vacuum assembly was returned for evaluation. On visual evaluation, the probe appeared to have residue throughout and the aperture was received in a partially open condition. And it was noted that the plastic like piece was found within the container with the sample tray. On additional evaluation (ftir testing), it was noted that the plastic was consistent with polystyrene material where it was also noted that the material was not identified within the manufacturing premises or process of parts. One electronic photo was provided for review. Photo shows the sample tissue present in the container which had blood residue and the plastic like material is present in the container. Therefore, based on the photo review, the reported failure foreign material can be confirmed. Based on the sample evaluation and photo review analysis, the investigation for the reported foreign material is confirmed as the material was found within the container with the sample tray. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.